Manufacturer narrative:
(B)(4). The patient had a bilateral knee surgery, the lot numbers of the product inserted for left side is unknown. Hence we report both sets the lot numbers: lot number and manufacturing/expiration date - # 61218823 - manufacturing date - mar 16, 2009 and expiration date - mar 31, 2014; # 61248946 - manufacturing date - may 7, 2009 and expiration date - apr 30, 2014. Concomitant medical products - nexgen lps-flex gsf femur # 00576401151 lot # 61281269. Nexgen tibial component stemmed precoat # 00598002702 lot # 61284168 or # 61274701. Nexgen all poly patella # 00597206532 lot # 61227187 or # 61287067. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after a knee arthroplasty, the patient experienced a fall, instability, pain, and a fracture of the articular surface device which was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 00576401151 lps-flex gsf opt sz a-l lot # 61281269; 00576401452 femoral component option for cemented use only size d right lot # 61285465; 00598002702 tibial component stemmed precoat use of this tibial component 61284168; 00598002702 tibial component stemmed precoat use of this tibial component 61274701; 00597206532 all poly patella size 32 mm dia. Standard 8.5 mm thickness 61227187; 00597206532 all poly patella size 32 mm dia. Standard 8.5 mm thickness lot # 61287067; 00596202210 articular surface 61248946. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause of the reported issue is attributed to the patient's fall. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.